Event description:
A philips field service engineer (fse) reported that a pedal is getting stuck under the cover which puts the switch in an almost engaged position. Vibration from commanded desired motion can cause the pedal switch to engage, causing undesired motion. After taking the foot switch apart, the fse found that the rubber grommets on the underside of the cover were not in place. These grommets were glued to the underside of the cover to prevent the pedal from moving sideways and under the cover. Fse did not know if the grommets had been removed by the sideways motion of the pedal or if the glue had failed. There was no report of death or serious injury.

Manufacturer narrative:
Note: we will file a f/u MDR at the completion of the investigation. (B)(4).